Event description:
Originally reported to FDA by user facility on 03/26/08 per uf/importer report: while acquiring pre-exercise images, the ultrasound machine froze. This machine was then taken out of service and another machine used to complete the test. MFR response for ultrasound, biomed ultrasound - echo machine. Siemens engineer was called in to check ultrasound unit. Completed level one and level two diagnostics. System passed. According to siemens, unit was operating properly. No solid explanation was given for freezing up. Did this event involve an electrophysiology procedure or an attempted electrophysiology procedure? No. What was the original intended procedure? Echo device usage problem: device malfunction - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
Siemens service engineer visited the site and performed a complete diagnostic eval with no errors found; the system was fully operational as documented per the field svc report. There were no consequences or impact to the pt. This appears to have been an isolated incident since there is no report of this before or after the reported event. As with any highly complex device, an infrequent lock up may be encountered. It could have been caused by either the sequoia or the hosp infrastructure. There have been no further incidents reported by the customer site.